Manufacturer narrative:
Patient identifier: (B)(6). Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed architect tsh result for (B)(6) patient. The following data was provided: sid (B)(6) initial result >100 uiu/ml, repeat with dilution = <0.05 uiu/ml and reported to the physician. Physician questioned the result and was repeated = >100 uiu/ml, repeat with dilution = 207 uiu/ml. No impact to patient management was reported.

Manufacturer narrative:
Abbott support reviewed (B)(4) module logs and found an lls anomaly for the affected sample, usually associated with a drop of sample on the side of the sample tube or the probe not being centered. No additional troubleshooting of architect i2000sr processing module, (B)(4) was performed. A specific cause for the discrepant results was not identified; therefore, the i2000sr analyzer was considered the likely cause. A review of instrument service history did not identify any service or complaint issues that may have contributed to this issue and no additional erratic results were identified. Return testing was not completed as returns were not available. A review of tracking and trending found no similar issues as described in this complaint and did not reveal any trends for the architect i2000sr processing module. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no system issue or deficiency of the architect i2000sr processing module, serial (B)(4) was identified.